Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the battery life of this cardiac resynchronization therapy defibrillator (crt-d) dropped from 7.5 years down to 2.5 years in a span of 3 months. Additional information indicated that the physician changed the settings and the battery life increased by a year. The clinic will continue to monitor the device. The crtd remains in service. No adverse patient effects were reported.